Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in pulmonary lobe during laparoscopic lobectomy, the device was able to fire; however, there was a poor staple formation. The same event occurred on another reload. The surgeon had to replace it with another reload to complete the case. There was no patient injury.